Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer stated that she changed her infusion set this morning and nothing happened. The customer was advised that pressing the escape and act button will clear the alarm. The customer was advised to monitor the blood glucose closely. The customer was advised to contact her health care provider regarding her high blood glucose readings.